Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that a log review was performed, the device shows a singular instance of ECG monitoring failure at 09:17:57, followed by some signal distortion observed in the co2 and spo2 signals for 3 seconds. The device was sent in with no accessories. The customer report could not be duplicated under stress testing. The device passed all functional testing. Inspection of the device found no faults associated with the customer's report. The singular event suggests rfi may have been a factor- the device was recertified and returned to the customer. No emerging trend based on similar reports.